Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had high blood glucose level. Customer's blood glucose value at the time of incident was 409 mg/dl. Customer declined the troubleshooting for high blood glucose. The insulin pump will not be return for analysis.